Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the reel-x 4.5mm anchor has come out 6-8 weeks post operatively.

Manufacturer narrative:
(B)(4). Alleged failure: anchor came out. Probable root cause: design: anchor geometry insufficient to maintain fixation during healing. Insufficient material strength. Process: anchor not manufactured to specification. Application: poor patient compliance during healing. Too much tension applied to anchor. Poor bone quality. Pilot hole preparation with incorrect instrumentation. Use of less than 2 suture tails or more than 4 suture tails. Use of suture not indicated for reelx. Since device was not returned and lot number was not provided manufacture date is not known. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the reel-x 4.5mm anchor has come out 6-8 weeks post operatively.